Manufacturer narrative:
The insulin pump was received with crack on top right corner near display window and no button response due to moisture damage on electronic assembly. Moisture damage was also found on motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the she jumped into a lake while wearing the insulin pump. The customer confirmed the device has cracks near the screen and there is fluid under the lcd display. Blood glucose value was 227 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.